Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. The customer reported an unspecified "sensor failed" message and "needs to be replaced due to safety" as well as "readings incorrectly between 30 to 50 mg/dl consistently." There was no report of third-party treatment involved with the reported issue. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.